Event description:
Additional information indicated the patient also experienced an inflammatory mass (no details provided) and that at a more recent refill the actual volume was 10 ml and the expected volume was 1 ml. It was not clear at what point the drug in the pump was switched back from gablofen to lioresal. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was assumed per the reporter that the patient was doing well since the new device implant procedure

Event description:
Additional review indicated that the patient was taking oral baclofen.

Event description:
It was reported that following implant, 5 1/2 months ago, patient had great progress with the pump meds and her oral meds were being decreased, however, approximately 1 month ago, patient's spasms started to increase again. She was given gablofen for the first time in (B)(6) since the hospital formulary changed, and she was convinced this was the problem. She had been an advocate for getting baclofen prior. The hospital took an x-ray which showed the catheter was still intrathecally placed. Meanwhile, her oral meds were increased along with her dose per day. During her refill on (B)(6) 2012 they were expecting less than 2 ml in the pump, but they aspirated more than 6 ml. A roller study was then done that determined the pump was not advancing the rollers. A neurosurgeon was to evaluate the patient for replacement of the pump. It was later reported that the healthcare provider (hcp) looked at the scan and he felt that it was "more likely an occlusion in the tube." It was indicated that once patient decided when to have the surgery, all the possible options would be considered. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: the patient's pump and catheter were explanted and replaced. The pump was replaced due to premature battery failure. No rotor or dye study was performed. The used pump was noted as having alarmed early when the patient wasn't in need of a refill or replacement. The patient went into withdrawal but recovered. The patient was further noted as being without injury and had recovered without sequelae following the device replacement procedure. Gablofen was noted as being used as it was the hospital's drug of choice with regards to both 20 ml and 40 ml pumps.

Manufacturer narrative:
Continuation of concomitant medical products: catheter model 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed catheter incomplete/returned in segments; no s ignificant anomaly found; acceptable testing. Pump passed all non-destructive testing in the lab and had no evidence of ever suffering from any kind of premature battery depletion or motor stall. Additional trouble shooting was performed to answer the allegation early pump beeping when patient not in need of refill. When programmed and monitored by technician low reservoir alarm appears to operate as designed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6)2018 lfc(hcp): no additional information was reported.